Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius granuflo dissolution unit had a failed control board that was smoking. The issue was noticed during use. There was no harm to any patients or individuals because of this malfunction. The control board was the original fresenius part on the machine. The biomed reported that there was no melting, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the control board, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The control board was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius granuflo dissolution unit had a failed control board that was smoking. The issue was noticed during use. There was no harm to any patients or individuals because of this malfunction. The control board was the original fresenius part on the machine. The biomed reported that there was no melting, spark, flame, or arcing observed. The biomed reported that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the control board, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The control board was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was not performed by a fresenius field service technician (fst). An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.